Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Explant date: if explanted, give date: a planned explant date of (B)(6) 2016 was provided but not confirmed. As the lens was returned the explant occurred. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed on the eye of a female patient because she had a -2.0 post-op refraction. The replacement lens was noted to be a 22.0 diopter, model was not able to be confirmed. No additional information was provided.

Manufacturer narrative:
If explanted give date: (B)(6) 2016. Based on receipt of the replacement lens patient reply card, the explant date was confirmed and the lens was replaced with a model zmb00, 22.0 diopter lens. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample shows the lens is damaged and incomplete, most probably to make explant possible. The customer's reported complaint cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no deviations found in the review that were related to the production order. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, there was no product deficiency identified. The customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.